Manufacturer narrative:
Device evaluation: the videos provided for evaluation showed an eye being implanted with a lens claimed to be a tecnis monofocal optiblue iol preloaded in the simplicity delivery system model dcb00v. From both videos, the images showed the crack like mark with triangular shape. The mark was initially observed at the 20th second of the first video and persisted up to the end of the procedure (after the irrigation /aspiration). Per the location of the mark it is possible to impact the patient vision quality in the event the lens remains implanted; however, the definitive clinical impact as well as the reported incident root cause could not be determined from a video assessment. The complaint issue of foreign material ¿ loose and difficult to use was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a crack and a foreign matter adhering to it after it was implanted. The physician reported experiencing a feeling of resistance when inserting the iol, and observing that the matter at the center of the lens was not a crack but an adhering foreign matter. There was no patient injury reported. The iol remains implanted. No further information provided.